Event description:
The patient experienced discret radial tenosynovitis 10 weeks post operation, which was solved with orthosis and cortison. During the revision surgery 15 month after implantation, no loosening of cup or stem were found, the pe liner failure was confirmed. The surgeon changed cup and neck successfully. The surgeon' has the hypothesis of an early fracture of liner as the most likely root cause of the incident.

Manufacturer narrative:
The most probable root cause of the incident is a malposition of the cup, leading to primary intra-prosthetic conflict, which progressively damage the rim of the cup and lead to a pe liner breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.